Event description:
It was reported that the patient presented to the emergency room experiencing discomfort. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. No intervention was performed. The patient was in stable condition and will continue to be monitored.